Event description:
Doctor had right groin access and was attempting to clear out a clotted graft in the left leg. A 6fr. 45 cm sheath was in the right groin. Dr was using the angiojet but was having problems sliding it in and out of the sheath but never removed the catheter. After he was done using the angiojet he removed the catheter and what is when user facility discovered the tip was missing. Numerous attempts were made to retrieve the tip once it was located but was not removed. Doctor was aware of this. User facily did use angiojet again with another catheter and it worked just fine.